Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was offline and unable to connect to the network.. A dispatch for a field service engineer has been canceled due to an existing open ticket. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system was offline and unable to connect to the network. Customer stated that there was a delay in user dispensing the medication. There were no adverse events or injuries reported based on this event.